Manufacturer narrative:
Hill-rom technical support found the power cord to be inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support sent the account a new power cord to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the vest power cord will spark when the device is plugged in. The vest was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).